Manufacturer narrative:
Visual and functional inspections were performed on the returned analysis. The reported needle to cuff miss was observed as a link break. The reported damaged another device was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case, it's possible that the pre-placed suture of the first device had excess slack allowing the second device to be inserted through the suture loop of the prior device (the foot of the second device to catch the suture of the prior device) or anatomical interference with either device during placement to cause interaction between devices. A conclusive cause for the reported event could not be determined; however the treatment appears to be related to the circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a small hole sheath hole prior to an interventional peripheral procedure. Reportedly, when removed, the proglide plunger and wire [suture] did not come out together. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f, and the peripheral procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the device was returned. The reported device was returned with another perclose suture caught in the footplate. The other perclose suture was deployed, yet not able to be used to achieve hemostasis. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a small hole sheath hole prior to an interventional peripheral procedure. Reportedly, when removed, the proglide plunger and wire [suture] did not come out together. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f, and the peripheral procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.